Manufacturer narrative:
Product analysis: visual and optical examination of the ibt balloon identified a radial cut perpendicular to the ibt shaft at the proximal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a 3-level balloon kyphoplasty procedure (bkp) one of the balloons ruptured during normal inflation. The patient was not allergic to the contrast media, and there were no balloon fragments left in the patient. The case went on as normal. No patient complications were reported with this event.